Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Report stated- " two mobius retractors were wasted due to tears in plastic, holding up surgery and compromising sterility. Complaint further stated " mobius retractors have large tears in plastic, making them unusable". E-complaint: (B)(4).

Manufacturer narrative:
Distribution history: the complaint unit was purchased from geotec, inc and packaged by csi on 05/13/19. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was returned on 03/14/20. Visual evaluation: visual examination of the complaint unit revealed physical damage. The product was torn within sealed packaging. Functional evaluation: not applicable to this complaint condition. Root cause: quality engineering and product surveillance have determined that the random occurrences of wear on the outer surface of the clear polyurethane sleeve above the point where the folded material is welded under the yellow ring exterior to the working area provided by the product may be attributed to a space between the product and clear film during the sterilization method. We found that the wear does not compromise the wound contamination barrier provided by the product or the functionality of the product. Because the wear is not positioned within the working area and did not compromise the polyurethane sleeve inner material layer, there is no risk to product sterility or functionality. The root cause was attributed to operator escapement; damaged product was inadvertently sealed and packed. The final root cause indicated the eo sterilization to have been the cause of the membrane rupture. Corrective action: all product currently in our finished goods inventory has been verified to be free of this condition within the sealed sterile pouch. In addition, it is important to note that additional quality measures have been implemented to prevent this nonconformance and ensure that all product shipped conforms to 100% post sterilization visual specification. Method sheets have been updated to specifically ensure that each unit is verified at the sealing station, and training was performed.

Event description:
Report stated- " two mobius retractors were wasted due to tears in plastic, holding up surgery and compromising sterility. Complaint further stated " mobius retractors have large tears in plastic, making them unusable". E-complaint-(B)(4).